Event description:
The patient is a participant in a clinical study. It was reported the trial procedure was abandoned due to a dural puncture on (B)(6) 2015. Reportedly, the issue was resolved on the same day without further incident.

Manufacturer narrative:
UDI (di) (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.